Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 26 january 2017. The fse adjusted the clog detection circuits to optimum values and the error still persisted. The engineer replaced the specimen dispense z axis assembly. Performed all specimen alignments and adjustments, then ran 10 tt3 samples with no errors. The customer ran calibrations, quality control and patient samples with no further errors. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was a faulty sampler assembly

Event description:
On (B)(6) 2017 a customer reported clogging errors 2076 and 2078, clogging detect at specimen, with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ctni2 patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.